Event description:
The initial reporter stated they received questionable results for samples from one patient tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 503 analytical unit. The results allegedly do not match the patient's clinical condition. The physician expected lower patient results based on results obtained with a continuous blood monitor (cbm) device. The patient's continuous blood monitor shows a glucose management indicator result below 7 %. The patient's average cbm glucose is 145 mg/dl. The cbm is replaced every 15 days and it correctly placed. On (B)(6) 2026, a first sample collected from the patient resulted in an hba1c value of 7.7%. On (B)(6) 2026, a second sample collected from the patient was tested twice, each time resulting in an hba1c value of 8.2 %. On (B)(6) 2026, a third sample collected from the patient resulted in an hba1c value of 7.9 %.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. The instrument and the reagent are performing as specified based on the provided data. Hba1c values and cgm testing results cannot be directly compared.